Event description:
It was reported that the procedure was performed to treat a lesion in the superficial femoral artery. The 6x100mm absolute pro ll self expanding stent (ses) was advanced over an unspecified 0.035 guide wire to the target site. The thumbslide was difficult to advance, and after multiple attempts pushing the thumbslide the stent was successfully deployed at the target site. There was no adverse patient effects and no reported clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other similar incidents from this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that the distal shaft was bent in the anatomy resulting in preventing the shaft lumens from moving freely; thus resulting in the reported physical resistance / sticking thumbwheel and the reported difficult or delayed activation. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.